Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reports they are looking for the contact of their manufacturer representative (rep). Caller reports their device needs a jump start has its been in overdischarged for about a month. Caller does not have a managing physician. Caller was redirected to patient's healthcare provider (hcp). Pt reported that the device was implanted in 2016, it has gone dead on its own. The battery was being replaced on (B)(6) 2024 if insurance approves.